Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on or about (B)(6) 2011, after the user of the product.

Manufacturer narrative:
This is one event(cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs # 1225714-2013-01238, 01239, 01240, 01241, 2937457-2013-00545, 00546.